Event description:
Information was received indicating that while the patient was receiving advanced critical care, it was noted that the interior bag of the smiths medical cadd cassette reservoir was leaking. Subsequently, the new cassette of drug was used. No patient consequences were reported.